Event description:
Reporter stated patient tested 3.6 inr on the coaguchek xs system while a comparison lab returned as 2.58 inr. Patient's coumdadin dose was decreased based on the meter result for 48 hours after which she will be retested. No adverse event reported. Requested return of suspect strips and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.